Manufacturer narrative:
The device was not returned to olympus for eval hence the user's experience cannot be conclusively determined at this time. If the device is returned for eval or add'l and significant info becomes available at this time, this report will be updated.

Event description:
Olympus was informed that during an unspecified transurethral resection procedure, the beak at the distal tip of the device broke off inside the pt. The broken beak was removed from the pt. No add'l info was provided. Olympus followed up with the user facility to obtain add'l info regarding the report with no results.